Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Additional: in initial report, the manufacturer year was provided only. Additional information was provided that the month of october was provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Device manufacturer year 2016. The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. All modes of operation and calibrations were verified. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye when using the whitestar signature pro console and signature dual pump pack, model opo73. The corneal burn occurred during sculpt mode on a very dense hard cataract case. The surgery center indicated the irrigation segment seemed a little slow during the case. The surgeon indicated the corneal burn may have been related to the very dense cataract but was not sure. A suture was required to close the wound. This report is for the phacofragmentation console. A separate report will be submitted for the tubing pack.